Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) has failing auto fill. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The customer reported failing to autofill. There was no patient involvement or adverse event reported. The customer cancelled call per dispatch.

Event description:
N/a.